Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that both laser ports were not working properly before surgery. Another console was used to proceed with surgery.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative found a piece of a laser probe lodged within laser port #2. It was also confirmed that there was no problem found with laser port #1. The laser probe fragment was removed from its lodged point in the #2 port to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on may 23, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a coincidental event unrelated to device functionality. The manufacturer internal reference number is (B)(4).